Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 707 mg/dl. Customer¿s high blood glucose value of 776 mg/dl at the time of incident. Customer was currently in a hospital but declined to provide any details. Customer reported they do not feel ok. It was unknown whether the customer was unknown. Customer stated that the positive results in ketones test. The device will not be returned for analysis.